Event description:
It was reported that there was a loose belt sound and burning smell (no smoke). No patient involved.

Event description:
It was reported that there was a loose belt sound and burning smell (no smoke). No patient was involved.

Manufacturer narrative:
The console was not returned for analysis; however, this console was serviced at the customers facility by a field service engineer (fse). The fse topped off the cooling tank and was unable to duplicate the burning smell. The reported event was confirmed. The event of burning smell could not be replicated however low coolant level was found as the cause of the sounds. It is likely that an inappropriate coolant level could have also affected the console ultimately creating a burning smell. Based on the information available, and console analysis results, an evaluation conclusion code of cause traced to maintenance was assigned to this investigation.